Event description:
It was reported via literature that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mmwatchman flx laa closure device was implanted. Transesophageal echocardiography (tee) performed 45 days post index procedure while the patient was still on apixaban showed a large thrombosis (2.4 x 0.9cm) with mobile components noted. The patient was treated with intravenous heparin and discharged on dabigatran.

Manufacturer narrative:
Literature citation: basharat s, chatta p, chung j, et al. Left atrial appendage occlusive devices as nidus for thrombus formation.. J am coll cardiol. 2023 mar, 81 (8_supplement) 3857. Https://doi.org/10.1016/s0735-1097(23)04301-2. Date of event- estimated based on timeline in literature article. Implant date - estimated based on timeline in literature article.